Event description:
Customer's family member reported that in 2003, the customer was tested with the freestyle meter receiving a result of 166 mg/dl. The customer was reported to be unresponsive and fell down when trying to stand up. The family transported the customer to the ER, which is aproximately one hour away. A lab test upon arrival revealed low readings in the 60's( mg/dl). The customer was placed on an IV to bring glucose levels up. Throughout the day, the customer was given insulin when their readings were high and an IV when readings were low. Several hours later the customer was given lunch. The customer needed help putting the straw of their beverage to their mouth. Once glucose level was stabilized, the customer was released.